Manufacturer narrative:
The left ventricular lead was not replaced and will not be returned to boston scientific. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that two weeks post implant, this left ventricular lead became dislodged. A revision procedure was performed; the decision was made to explanted the lead. The lead was not replaced. The procedure was completed successfully. No additional adverse patient effects reported.